Manufacturer narrative:
(B)(4).

Event description:
New information indicated that upon follow-up, the patient remained in good condition.

Event description:
It was reported that a merlin transmission revealed the right ventricular lead exhibited high impedance. The patient presented in clinic and the lead was programmed to unipolar configuration. No patient symptoms were reported. The high impedance continued and the patient would be monitored.